Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had frequent utis and wasn't sure what the cause was, but noted that acid foods were possible. The utis and interstitial cystitis was not resolved and they still had constant discomfort, but it wasn't really painful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was put on a low-grade penicillin for interstitial cystitis due to uti's but did not want to have to take it anymore because they read the antibiotic could get rid of the good bacteria. No further complications were reported.